Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Four kinks were found on the catheter tubing approximately 75.9cm, 74.4cm, 72.6cm, and 66.5cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 38.6cm from the iab tip. The optical fiber was found to be broken, confirming the reported alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in acute myocardial infarction (ami) patient, the patient¿s arterial pressure signal source from the fiber-optic cable became unstable. The iab was replaced to continue therapy. Mild tortuosity was noted in the patient vessel. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in acute myocardial infarction (ami) patient, the patient¿s arterial pressure signal source from the fiber-optic cable became unstable. The iab was replaced to continue therapy. Mild tortuosity was noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy in acute myocardial infarction (ami) patient, the patient¿s arterial pressure signal source from the fiber-optic cable became unstable. The iab was replaced to continue therapy. Mild tortuosity was noted in the patient vessel. There was no reported injury to the patient.